Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered insulin slower than expected. There was no reported impact to the customer¿s blood glucose. Customer reverted to an alternate pump for insulin therapy. Additional information was not provided, and the customer declined to troubleshoot with tandem technical support.